Manufacturer narrative:
Correction: the correct date of report and the correct date received by manufacturer are november 30, 2012; not january 30, 2013 as previously reported. This report is filed october 18, 2013. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth around the abutment. The patient was treated with kenacort (date and amount not reported). The abutment was removed (date not reported). The implanted device remains.